Manufacturer narrative:
Corrections to all fields. Upon review of this report, it was determined this event is not MDR reportable and the MDR submission was made in error. Therefore, all fields are being corrected to negate the information previously reported in error.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted if the device is received and evaluated or if additional, relevant information is received.

Event description:
While final tightening an iliac screw at a large angle, the tip of the torque stabilizer, attached to the rod, cracked. Another instrument was used in its place and no patient injury or delay was sustained.